Event description:
A malfunction was reported on the pump, with no notable events occurring prior. The caller declined to confirm whether the issue impacted their blood glucose level. Technical support provided guidance to reset the pump. After this intervention, the malfunction did not recur, and the customer continued to use the pump. They were advised to call back if the issue reappeared and acknowledged the instructions given.